Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Device passed all operating currents tested within the specific range and passed off no power test. Device was monitored and tested with no off no power anomaly, blank display or dead battery noted. Device received with corroded battery tube noted.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery, occlusion, self test and unexpected restart error tests. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no off no power anomaly, blank display or dead battery noted. The device was received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and high blood glucose event. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 400 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.